Event description:
It was reported that the customer experienced an issue with the pump battery depleting too quickly. There was no adverse impact to the customer's blood glucose level. Multiple follow-up attempts were made by technical support but no additional information was received regarding the event.